Event description:
On (B)(6) 2012, physician from (B)(6) hospital performed endoscopic retrograde cholangiopancreatography (ercp) on a (B)(6) female pt who died due to a venous air embolism.

Manufacturer narrative:
The epk-I video processor involved in this event was evaluated by a pentax sale representative and (B)(6) hospital clinical engineer and the processor is performing within the manufacturer's specifications. Hospital informed pentax that the pt had a pre-existing respiratory condition, however, no further information was received from the hospital such as if post mortem was performed and so cause of the event could not be specifically determined. Possible causes for the event include: pt condition, operator selection of air pressure level may have contributed to an air embolism. Pentax considers this report closed.